Event description:
It was reported that the cables have separated from the housing. The device still works. No patient consequence. No interruptions have occurred during a case.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector to be replaced. The device was functionally tested, met all product requirements and returned to the customer.